Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator was also returned. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation, the sheath was leaking at the hemostasis valve after it was inserted into the patient. No devices were inserted into the hemostasis valve at the time of the leak. The sheath was replaced to complete the procedure. There were no adverse consequences to the patient.